Event description:
The customer was obtaining high blood glucose results on the suspect device for an unk amount of time. They took the meter with them to the dr and based upon the readings they were admitted into the hosp. They were kept for observation and all lab tests and hosp meters read lower than the suspect device. Controls were not used on the system. The suspect device was replaced and authorized for return to the manufacturer for evaluation.